Manufacturer narrative:
(B)(6). The actual device was not made available; however, photographs of the sample were provided for evaluation. The product appeared to be partly out of packaging. A few pieces of particulate matter were visible at the header cap. It could not be determined from the provided photographs whether the particulate matter was inside or outside of the header cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a polyflux 14l apac dialyzer. This was identified before use. There was no patient involvement. No additional information is available.